Manufacturer narrative:
Follow-up #1 date of submission 06/14/2012 device evaluation: the pump has been returned and evaluated by product analysis on 05/17/2012 with the following findings: the keypad was found to be torn around the ok and contrast keypad buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The evaluation revealed that the keypad buttons were unresponsive and pump was found to be stuck on the verify screen. There was evidence of corrosion found under the key contacts. Unrelated to the complaint, evaluation revealed a damaged battery cap, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump keypad buttons were intermittently responding but had now become completely unresponsive and could not get past the verify screen. The patient reportedly wore the pump in a pump skin on the outside of clothing and did not clean the pump. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.